Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent in a severely calcified lesion in the left anterior descending coronary artery. Despite multiple attempts, it was not possible to cross the target lesion. During an attempt to get better guide catheter position, the stent delivery system was pulled back in the coronary artery. Upon pullback of the stent delivery system, the stent reportedly caught on calcium in the vessel and dislodged from the delivery balloon. The stent was successfully snared and removed from the pt. The target lesion was subsequently treated with two other manufacturer's stents. The patient was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The severe calcification likely contributed to the stent dislodgement and the lesion not being pre-dilated likely contributed to the stent delivery system not crossing the target lesion.